Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to deploy and failure to inflate was not tested/confirmed due to the condition of the returned device. The outer member was separated at the proximal seal. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and no calcification in the circumflex artery. The 2.5 x 28 mm implant delivery catheter was pressurized to nominal pressure, per the package indications; however, the balloon would not inflate. The implant remained crimped tightly on the balloon after the attempts to inflate the balloon. The delivery catheter was withdrawn without issue and exchanged for a 2.5 x 28 mm xience xpedition. The xience xpedition stent was implanted and the procedure was completed without any issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.